Event description:
The customer reported that the system's generator floppy disk would not read and there was no back-up floppy available. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator floppy disk was replaced. The system was tested and found to be working as intended and put back into service.